Event description:
As the patient was being prepped for hip surgery she developefd chest pain. A swan-ganz line was inserted and the surgery was cancelled. On july 1, 1992 during a cardiac catheterization a free floating guidewire was noted in the ivc/svc. The wire was retrieved 7/2/92. The patient's chest pain preceded the insertion of the catheterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.